Event description:
It was reported that the patient experienced hypoglycemia after unintentionally navigating to the fill tubing function on the iLet system and pressing and holding to deliver approximately 0.9 units of insulin while connected via the infusion set and tubing, after which the patient treated with oral glucose tablets and the continuous glucose monitor (CGM) showed a lowest value of 65 mg/dL with subsequent upward trend. Symptoms included hypoglycemia and confusion/disorientation. Outcomes included an unexpected medical intervention where medication (oral glucose) was required, and the event was considered a serious injury/illness/impairment. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.

Manufacturer narrative:
Initial.